Event description:
Patient began to hemorrhage again on removal of jada [device ineffective] adverse event [no adverse event]. Case narrative: this spontaneous report originating from united states was received from company employee on behalf of physician referring to non-pregnant female patient of unknown age. The patient¿s medical history, current condition, concomitant medications and past drug reactions/allergies was reported as unknown. This report concerns 1 patient(s) and 1 device(s). On unknown date in (B)(6) 2024 (also reported as in early (B)(6)), the patient was placed with vacuum-induced hemorrhage control system (jada system) (route, lot #, serial # and expiration date were not reported) for unknown indication. On unknown date in (B)(6) 2024 (also reported as in early (B)(6)), vacuum-induced hemorrhage control system (jada system) placement was unsuccessful that ended in a hysterectomy for the patient. As per the provider, the vacuum-induced hemorrhage control system (jada system) was placed, and bleeding was controlled for approximately two hours. The healthcare team removed and discarded the vacuum-induced hemorrhage control system (jada system). Approximately two hours later, the patient began to hemorrhage again (device ineffective) and a hysterectomy was performed. The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. No additional ae (adverse event) (no adverse event) and pqc (product quality complaint) reported. Upon internal review, the event device ineffective was determined to be medically significant and required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.